Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported that the nav ring not working when performing pm. The customer requested support : fco 86600050. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during preventive maintenance.

Manufacturer narrative:
G4:11jan2021. B4:18jan2021. The biomedical engineer confirmed that the touchscreen was functional and can use to make setting changes. The navigation ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate the patient. The original submission MFR report no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.